Event description:
Subsequent to the filed initial report, it was noted that the procedure was to treat a moderately tortuous, internal carotid artery that is 80% stenosed. During removal the 4.0x30mm viatrac 14 plus peripheral dilatation catheter hub was noted to be separated into two pieces; however, was simply withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined. Return device analysis noted contrast and blood on the device, which indicates that the device was prepped for use and advanced in the anatomy. In this case, it is possible that the device was inadvertently mishandled during preparation and/or advancement such that the shaft and strain relief became damaged (kinked) and upon further manipulation during removal, the hub separated; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - impact code updated from 4656 to 2199

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation when the 4.0x30mm viatrac 14 plus peripheral dilatation catheter was removed from the dispenser hoop, the hub was observed to be separated into two pieces. An unspecified 5.0x30mm abbott balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.